Manufacturer narrative:
A ge service rep performed an on site investigation. The connections on the power supply were reseated. The system is now operating as intended.

Event description:
The customer reported that the system would not boot fully. No report of pt injury.